Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # spt070000s lot # mjral0 description: nls-300000b. Cat # 6260-9-128 lot # 35522008 description: 28mm std lfit v40 head. Cat # nls-300000b lot # 34096101 description: rejuvenate neck 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's chronic pain.

Event description:
It was reported the pt had chronic hip pain.